Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml an unspecified number of tubes were underfilled and exhibited draw volume issues. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure modes: underfill and general dissatisfaction. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml an unspecified number of tubes were underfilled and exhibited draw volume issues. Samples were recollected. There was no other health impact or consequences reported.